Manufacturer narrative:
It was reported that the peritonitis events were diagnosed between (B)(6) 2017. During follow up it was reported that the patient developed recurrent peritonitis with an unknown cause in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three recurring peritonitis episodes within a five-month span. The cause and hospitalization information of the initial onset of peritonitis events was not reported. The patient was treated with intraperitoneal (ip) vancomycin for the events. It was reported, the patient recovered from the peritonitis events. The caregiver reported, the peritonitis reoccurred (approximately seven weeks later) and the patient was not hospitalized for the event. The cause of the event was unknown.  On an unspecified date, the patient was treated with ip vancomycin (dose, duration and frequency not reported) for peritonitis.  At the time of this report, the patient was recovering from this peritonitis event and pd therapy had been withdrawn.  No additional information is available.